Manufacturer narrative:
The insulin pump was received with cracked case, cracked reservoir tube lip, cracked display window and display window corners, cracked battery tube threads and scratched display window.

Event description:
Customer reported that she was hospitalized due to high blood glucose and dka. Customer stated that the blood glucose reading was over 600 mg/dl at the time of hospitalization. Customer stated that her insulin pump was alarming motor error. Nothing further was reported.